Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the 7.0 software was not working on the site's dell handheld computer. The site was upgraded to version 7.1 software, and the vns programming system functioned properly with the new software. The 7.0 flashcard has not been returned to the MFR.